Event description:
From staff: dr. Attempted to use the vcare medium (vaginal-cervical ahluwalia's-retractor-elevator ref#60-6085-201a, lot# 202405201) and found that the handle was loose from the shaft of the device. This caused the shaft of the device to spin. The handle is meant to be attached to the shaft without spinning. We opened a second one and the same thing happened. The second vcare has the same lot number.